Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft was implanted on the patient's left side. It was reported that there was a blush type IV endoleak the hip area of the bifurcated stent graft on both sides but stronger on the right side. The decision was made by the physician that he will monitor the type IV endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak), (cause of event is unknown), evaluation conclusion: (cause of event is unknown).